Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient's infusion tubing had broken at the headset on three occasions and he experienced elevated blood glucose levels. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.

Manufacturer narrative:
A visual inspection and a test for flow were performed on the returned used device. The tubing was detached from the tubing connector. Leak and static pull could not be performed due to condition of the sample. Flow test result was within specification. The tubing is inspected against specifications before released for production. The manufacturer tests the products during production for leaks and flow. The problem mentioned by the customer is related to mishandling of the product by the customer.